Manufacturer narrative:
The device was not returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer's liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen.

Event description:
It was reported that the programmer touchscreen was not working. No adverse patient effects were reported. The programmer will be returned for repair/analysis.

Event description:
It was reported that the programmer touchscreen was not working occasionally. Attempts to reboot the device were made and while this solved the issue temporarily, after a short period of time, the issue occurred again. No adverse patient effects were reported. The programmer will be returned for repair/analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The functional test was conducted on returned product, where it passed the entire series of automated electrical and functional testing. A baseline evaluation was performed which confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. Data review revealed that an error code had been recorded, this code was unable to be replicated during analysis. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to broken traces found on the lcd flexible cable. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.